Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeons attempted to activate the device and an endtone, signifying a completed seal-cycle was heard. However, "more than normal" bleeding was reported to have occurred on the vessel. A covidien representative that was present during the case observed that the users were putting excessive tension on the tissue when sealing/cutting. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. A covidien representative will perform an in-service with the site to reinforce proper vessel sealing technique. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states to eliminate tension on the tissue when sealing and cutting to ensure proper function.